Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a scorpio & scorpio nrg femur. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Review of the post market surveillance survey noted that ,"the patella track has occasional patella "clunk."